Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 152 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.

Manufacturer narrative:
Corrected data: h2 (device evaluation), h3 (device evaluated and device returned to manufacturer), g4, and h6 (remove codes 67 and 3221).